Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted a loss of prime warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of an unexplained loss of prime event. The pump powered on with the returned battery cap. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime or prime related warnings were duplicated. The force calibration testing passed. The pump case was removed to find the force sensor pins seated and solder connections intact. No evidence of moisture or loose components were inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).